Manufacturer narrative:
It was reported from the site that the patient was implanted and was coming off extracorporeal membrane oxygenation (ECMO) on (B)(6) 2016. At around 6.00 a.m. On the morning of (B)(6) 2016, the respiratory assist system alarm went off, with the screen display showing an electrical problem. All the connections and batteries were checked but no malfunction was identified. For safety reasons, the registered nurse plugged the device back into a wall socket. Following this, the alarm stopped going off and the warning disappeared from the screen. At that point, all the values displayed on the screen were the same as they had been during the night. At around 6.30/6.45 a.m. The alarm went off again, but this time it was an emergency alarm (the tone is different). The nurse responsible for the patient went into the room as soon as the alarm went off and noticed that all the figures displayed on the device were showing as zero. The patient's blood pressure was 40/20 and he was having difficulty breathing. The controller screen was showing a "vad [ventricular assist device] problem". The registered nurses then noticed that the driveline that connects the patient to the device was disconnected: the driveline extension between the patient cable and the controller housing is installed in the operating room to make it easier to move the patient. The connection for this extension is covered by a protective cap. The cable is pushed in and locks into place when twisted. The cable was disconnected and was coming out of the protective sleeve. The team then reconnected it, pushing the cable into the socket and clicking it in. Contrary to what usually happens with this device, which should start up again immediately once it is plugged back in, the device remained inactive. The screen was on but with no output and the alarm was still sounding. The paramedical team started cardiopulmonary resuscitation (CPR) on the patient. A number of technicians and individuals responsible for the device were contacted by telephone to find out what was causing the problem. The batteries and the module between the display monitor and the patient were replaced, without allowing the impeller to be restarted. The physician noted that a wattage rating was displayed, but with no other information. The patient was intubated during cardiac massage and was then taken to the operating room at around 7 a.m. The patient died in the operating room during the procedure to replace the lvad. No additional information available. The instructions for use (IFU) system outlines proper usage of the driveline extension cable. The driveline extension cable should be used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, heartware clinical operator training further educates healthcare practitioners about product safety, alarm management, and hvad support. IFU: an audible click should be heard when connecting the driveline to the controller or driveline extens. Controller -(B)(4) returned on 08/23/2016. Controller - (B)(4) returned on 08/23/2016. The following devices were reported; however, it is unknown which were involved in the reported event: battery (B)(4), catalog 1650de, exp. Date 04/30/2017, mfg. Date: 04/18/2016, returned: 10/24/2016, (B)(4). Battery (B)(4), catalog 1650de, exp. Date 04/30/2017, mfg. Date: 04/15/2016, returned: 10/25/2016, (B)(4); battery (B)(4), catalog 1650de, exp. Date 04/30/2017, mfg. Date: 04/15/2016, returned: 10/25/2016, (B)(4); battery (B)(4), catalog 1650de exp. Date 04/30/2017, mfg. Date: 04/18/2016, returned: 10/25/2016, UDI#:(B)(4); driveline extension cable (B)(4), exp. Date 05/31/2017, mfg. Date: 05/31/2015, returned: 10/21/2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Controllers, batteries, pump, and the battery charger were returned to heartware for evaluation. Driveline extension was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing and inspection records for (B)(4) confirmed that the associated devices met all requirements prior to release. The reported event was confirmed via review of the controller log files which revealed electrical fault, vad stopped, vad disconnect, low flow, and high power alarms. Log files recorded the following events: log file analysis of the primary controller, (B)(4), revealed that the controller event files recorded an open phase in the front stator at 05:44:18 and an open phase in the rear stator between 05:55:00 to 06:21:03. The first electrical fault alarm was logged at 06:21:04, indicating a phase on the rear stator was open. The controller continued to log an open phase on the rear stator in the event and alarm files, up until 06:35:16, at which point an electrical fault alarm was logged, indicating that a phase on both stators was open, resulting in a pump stop (vad stopped alarm). The primary controller was exchanged to the secondary controller at 06:50:24. Several vad disconnect alarms were recorded, which is a result of a disconnection of the driveline by the user(s). However, the pump never started. The secondary controller was eventually exchanged back to the primary controller, (B)(4), at 07:01:01. Shortly after, the controller logged a vad stopped alarm due to a failure to start the pump. Multiple vad disconnect alarms, along with pump speed changes were recorded, suggesting that the site was attempting to troubleshoot the issue. This behavior continued until 08:09:52, where a successful motor start was recorded. A high watt alarm was recorded 7 seconds later, at 08:09:59 and cleared at 08:10:05. Another high watt alarm was logged at 08:10:22 and cleared at 08:10:31. The pump continued to operated, logging 11 low flow alarms between 08:10:49 - 12:15:17. However, in between this time period, the pump was stopped and started through the monitor. In addition, the low flow limit and viscosity settings were changed. The pump continued to operate until 12:33:58, where the event files recorded an over-current tripped on the rear stator. In addition, the controller alarm files logged an over-current trip on the front stator. The over-current trips on both stators caused a vad stopped alarm. The driveline was then disconnected, clearing the electrical fault alarm. Analysis of the four batteries and (B)(4) revealed that the devices met specifications; the batteries and controller passed visual inspection and functional testing. (B)(4) passed visual inspection but functional testing revealed that an led light failed to illuminate on the controller display. A supplier investigation has been initiated to further investigate back-light led anomalies. However, this is an incidental finding and did not contribute to the reported event as this failure does not interfere with the pump operation. Battery charger, (B)(4), was returned for evaluation but was discarded prior to analysis as it was not initially linked to the complaint. However, the battery charger is not connected to the hvad system while in use and is not thought to have contributed to the reported event.  Analysis of (B)(4) revealed that the pump passed dimensional verification and functional testing but visual inspection revealed slight scoring marks on the upper housing and corresponding superior surface of the impeller. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report did not reveal any evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause cannot be conclusively determined. Heartware has opened an internal investigation under to further evaluate issues relating to pumps failing to restart. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Note: driveline extension was not returned. Controller - (B)(4) returned on 08/23/2016, (B)(4).

Manufacturer narrative:
(B)(4) - 1407de - mfg. Date: 2016-04-30, exp. Date: 2017-04-30. (B)(4) - 1407de - mfg. Date: 2016-05-31, exp. Date: 2017-05-31. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the intensive care unit (ICU) nurse that this patient experienced a "high watt" alarm and pump stop. The medical staff performed a "cardiac massage" and extracorporeal life supported (ecls) was started. The patient was subsequently taken to the operating room (or) for a pump exchange but was reported to have expired post-exchange. No further information was provided.

Manufacturer narrative:
Other devices involved: controller 1407de kit / (B)(4). If information is provided in the future, a supplemental report will be issued.